Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implant procedure, patient had poor visual quality. The lens was exchanged for an unknown monofocal iol after the initial implant procedure. Additional information has been requested.